Event description:
The customer reported that they experienced a no flow condition with one of the IV sets. The sample was saved and will be returned for further eval. Product code 9525a; lot number 27428.n02.